Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. No damage was noted to the paddle. Electrodes 17-18 and sensors a and b met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entanglement remains unknown.

Event description:
During the procedure, the ablation catheter became entangled in the splines of the mapping catheter. The two catheters were able to be untangled and the mapping catheter was replaced to resolve the issue. Ultimately the procedure was able to be completed with no adverse consequences to the patient.